Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint pr.(B)(4) has been evaluated. The batch 6005341 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi-002688 guidance for functional testing for complaints area version 1 for the code tubing detached from tubing-tubing connector. Complaint investigations. 2 used tubings was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 1, the returned samples test passed functional test: static pull tubing - tubing connector, according to wi version 1, the returned samples, test passed. On the reference samples a visual test according to wi version 1, was performed and 10/10 samples passed the test. On the functional test: static pull tubing - tubing connector, according to wi version 1 was performed and 10/10 samples passed the test. A batch record review was conducted resulting in the following: the 6005341 was manufactured according to the wi version (B)(4) manufactured in the multivac 08 and multivac 12, on 04/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database on feb, 05th, 2025 against malfunction code tubing detached from tubing-tubing connector and lot 6005341 and no other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint pr.(B)(4) has been evaluated. The batch 6005341 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code tubing detached from tubing-tubing connector. Complaint investigations. 2 used tabings was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 2, the returned samples test passed functional test: static pull tubing - tubing connector, according to wi version 1, the returned samples, test passed on the reference samples a visual test according to wi version 1, was performed and 10/10 samples passed the test. On the functional test: static pull tubing - tubing connector, according to wi version 1 was performed and 10/10 samples passed the test see attachment database pr (B)(4) complaint test report. A batch record review was conducted resulting in the following: packaging lot: the 6005341 was manufactured according to the wi version 70 manufactured in the multivac 08 and multivac 12, on 04/feb/2024, with a total of (B)(4) units. Glue tubing lot: the 4a04800 was manufactured according to the wi version 41 manufactured in the machine pegado 04 and 08, on 01/feb/2024, with a total of (B)(4) units. The 4a03505 was manufactured according to the wi version 41 manufactured in the machine pegado 04, 05 and 08, on 23/ene/2024, with a total of (B)(4) units. The 4b02372 was manufactured according to the wi version 41 manufactured in the machine pegado 05, on 11/feb/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database on 12-feb-2025 against malfunction code tubing detached from tubing-tubing connector and lot 6005341 and no other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes and date returned to mfg was added as well.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2024. The location of site was the abdomen. Infusion set tubing was detached from tubing connector. Infusion set was used for 1 day. No further information was available.